Manufacturer narrative:
No medwatch form was received. The reported inability to interrogate the device using rf telemetry system was confirmed in the laboratory. The root cause was a known error of the device when it is in shipped settings.

Event description:
It was reported that prior to implant, while in the box the device could be interrogated by inductive telemetry but not rf telemetry. The device was replaced and returned for analysis.